Manufacturer narrative:
B3: date of event: aware date of (B)(6) 2023 used as event date is unknown. Literature article: narvaneni s., laxina I., mughal m., kanjwal m. 2023. Immediate intraoperative complication of interatrial septal thrombus formation post watchman device deployment and removal of delivery system. Journal of the american college of cardiology, vol 81 issue 8 supplement a.

Event description:
It was reported via literature article that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). Prior to the transeptal puncture a bolus of 5,000 units of heparin were administered. An additional 4,000 units were administered during the procedure to maintain an activated coagulation time of 250 to 300 seconds. After implantation of the closure device, transesophageal echocardiogram (tee) identified a filamentous thrombus at the interatrial septum extending into the right atrium. No further information on the status of the patient is available.